Event description:
It was reported, that the patient was presented to the hospital. The patient's right atrial (ra) lead had exhibited an elevated capture threshold. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.